Event description:
It was reported that while beginning a da vinci s prostatectomy procedure, the surgeon was experiencing difficulties focusing the image from the surgeon side console (ssc). With the assistance of an isi technical support engineer, the site attempted to focus from the vision cart and replace the camera cable; however, they were still unable to focus. The site was asked to use a back up camera head but the site did not have one. The patient was under anesthesia when the surgeon decided to abort the scheduled procedure. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The investigation conducted by isi field service engineering concluded that the focus issue experienced by the customer was associated with the camera head. The camera head produces three dimensional images to the da vinci s system through right and left optical paths. The images are acquired through separate optical channels of the endoscope and are directed to the camera head and processed independently. The system was repaired by replacing the affected camera head. The camera head was returned and evaluated by the original equipment manufacturer (OEM). The OEM found the camera's stage was loose, causing the customer reported focus vision. The camera was repaired by readjusting and repairing the stage. The da vinci surgical system user's manual explicitly states that, environmental or equipment failures may cause the da vinci s system to become unavailable. The surgical team should always have backup equipment and instrumentation available, and be prepared to convert to alternative surgical techniques. As of (B)(4) 2010, there have been no reported recurrences of the issue at this hospital.